Manufacturer narrative:
(B)(4). Investigation of this event is ongoing.

Event description:
As reported, during an off label mitral case, in which a 29mm sapien 3 valve was intended to be placed in a medtronic mosaic valve (valve in valve), using ta approach, wire position was lost. The wire was repositioned in what was thought to be across the mitral valve but was not confirmed before valve deployment. Upon valve deployment, it was realized the valve was deployed in the aortic position and upside down. The wire was superimposed behind the mitral valve, not across it, as intended. The patient was placed on pump. A 26mm sapien 3 valve was placed, with the correct orientation, inside the 29mm valve in the aortic valve position (valve in valve), using tf approach. A 29mm sapien 3 valve was then placed in the mitral valve. The patient passed away on the table as a result of hemodynamic collapse and coronary ischemia.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, per report, procedural factors (loss of the guidewire position and not confirming correct location with fluoroscopy prior to deployment) contributed to the reported event. No device malfunction was identified in the report. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.